Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("maternal care for interuterine death"), menometrorrhagia ("heavy menstrual periods irregular ") and back pain ("low back pain"), was found to have a pregnancy with contraceptive device ("pregnancy related conditions") and underwent ovarian repair ("repair procedures on the oviduct/ovary"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, ovarian repair, menometrorrhagia and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, menometrorrhagia, ovarian repair, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("maternal care for interuterine death"), menometrorrhagia ("heavy menstrual periods irregular ") and back pain ("low back pain"), was found to have a pregnancy with contraceptive device ("pregnancy related conditions") and underwent ovarian repair ("repair procedures on the oviduct/ovary"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, ovarian repair, menometrorrhagia and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, menometrorrhagia, ovarian repair, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.